Event description:
It was reported that the right ventricular (rv) lead alert triggered due to high impedance and device interrogation showed varying high impedance measurements. It was also reported that upon rv lead revision the high voltage (hv) df-1 connection pin was able to be retracted out of the header without un-screwing. Therefore the rv lead was properly fixated into the header and normal impedances were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).